Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was over 500 mg/dl and manual insulin injections were used to correct. Reportedly, the infusion sets were changed to address the issue.